Event description:
A baxter service technician found that a homechoice system failed the performance specification of the therapy monitored volume.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The cause of the rite failure was determined to be degraded piston foam. A service history review (shr) revealed that no issues that may have contributed to the failed rite volumetric accuracy test. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).